Manufacturer narrative:
The reported high impedance issue was confirmed. Analysis of the returned lead found a kink on the outer tubing where all internal wires were broken. These fractures were consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-02104, 1627487-2020-02103. It was reported the patient experienced ineffective therapy. Diagnostics indicated that the leads had multiple contacts with high impedance. In turn, surgical intervention took place on (B)(6) 2020 wherein the ipg and leads were explanted and replaced. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported. Effective therapy was restored postoperatively.